Manufacturer narrative:
(B)(4). Approximate age of device ¿ 79 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient was readmitted on (B)(6) 2016 with suspected right heart failure and ventricular fibrillation/ventricular tachycardia. The patient was placed on an impella rp utilizing peripheral cannulation with a dual lumen cannula positioned across the pulmonic valve. The patient's mean pulmonary artery pressures rose to the 30 mmhg range and it was determined the impella was not providing adequate support for the patient. On (B)(6) 2016, the patient was transitioned to an extracorporeal circulatory support pump, with peripheral cannulation to improve unloading. Mean pulmonary artery pressures decreased to the low 20 mmhg range. The patient was extubated and stable on the peripheral extracorporeal circulatory support rvad and lvad. On (B)(6) 2016, the patient was transitioned to a centrally cannulated extracorporeal circulatory support rvad. The surgeon is uncertain of the exact cause of the sudden onset of right ventricular failure. The tee in the operating room on (B)(6) 2016 prior to rvad placement appeared to indicate aortic root thrombus. It was reported that the lvad operated as expected. Incidentally, it was reported on (B)(6) 2016 that the patient's hemoglobin and hematocrit levels dropped overnight. The patient's hemoglobin value was reported to be 6 g/dl and gi bleeding was suspected. Heparin was temporarily discontinued and the patient was transfused an unspecified number of units of packed red blood cells with improvement in their hemoglobin and hematocrit levels. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of suspected right heart failure and gastrointestinal bleeding could not be conclusively determined. Right heart failure and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.